Event description:
The user facility reported: during colonoscopy, endoscopy pentax processor malfunctioned. Images did not capture when md tried to capture them, and the video display monitor/ processor froze with a still image being displayed. Only a small picture-in-picture appeared on the upper right corner of monitor. Processor/ endo cart shut down/ rebooted, which cleared the error/ malfunction. Procedure continued without further incident. Reference user facility report # (B)(4). Unit evaluated at repair center. User site visited (B)(4) 2011; possible electromagnetic interference from another device in the procedure room (electro cautery device) - user advised to have the device evaluated by the original equipment MFR. Possible cpu failure - cpu replace on the possibility of component failure. Possible ancillary image acquisition system failure - reinstructed user to monitor image filing system during procedure. Possible cable failure - user reinstructed in proper cabling and troubleshooting. Possible user error - user reintructed in the operation of the freeze feature.